Manufacturer narrative:
The customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review and functional testing. The root cause was attributed to one load cell module reading high with no load on the load plate. The faulty load cell was replaced to remedy the reported complaint. A review of the platform archive was performed and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was observed in the data log since (B)(6) 2016. A visual inspection of the returned autopulse platform was performed and there were no physical damages observed. After replacing the faulty load cell, the pass the final functional testing criteria historical complaints were reviewed for service information related to the reported complaint and the platform was returned to zoll for preventative maintenance (pm) on 06/30/2016 and the load cells had passed testing. The platform was also in for pm on 04/13/2015 and no parts were replaced at that time.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. There was no weight on the platform . The platform was restarted multiple times; however, the error message could not be cleared. No patient involved with this event. No other information was provided.